Event description:
The facility reported a colleague infusion pump which experienced failure code 807:05. It was not specified when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of failure code 807:05. The root cause was determined be a faulty pump head module. The pump head module assembly was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.